Event description:
It was reported that during a routine follow up visit, it was not possible to access data regarding a treated ventricular fibrillation (vf) episode. Further investigation revealed that the data related to the episode had become corrupted. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine follow up visit, it was not possible to access data regarding a treated ventricular fibrillation (vf) episode. Further investigation revealed that the data related to the episode had become corrupted. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem: programmer s2d file (B)(4) episode data display shows "episode (B)(4) detailed episode data is invalid detailed episode data is invalid."